Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found a stretched-out helix, and blood/body fluid in the helix housing. Testing was completed to assess lead electrical performance, and measurements throughout this test were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing confirmed the reported stretched out helix. The helix can auto extend/retract if the lead body is moved counter active to the helix, or if torque has built up on the inner coil while the lead is being positioned/repositioned likely in the presence of tortuous anatomy. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the helix detached from the lead during repositioning. X-ray imaging was performed, and it was noted that the helix was deformed. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to correct field b5 (describe event or problem). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix mechanism in an extended position. Visual inspection found a stretched-out helix, and blood/body fluid in the helix housing. Testing was completed to assess lead electrical performance, and measurements throughout this test were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing confirmed the reported stretched out helix. The helix can auto extend/retract if the lead body is moved counter active to the helix, or if torque has built up on the inner coil while the lead is being positioned/repositioned likely in the presence of tortuous anatomy. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the helix extended unexpectedly during repositioning. X-ray imaging was performed, and it was noted that the helix was deformed. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the helix detached from the lead during repositioning. X-ray imaging was performed, and it was noted that the helix was deformed. A different lead was implanted, and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis.